Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during routine inspection, the device was found fractured. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned tasp, lot 62189328, exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.